Event description:
2000- developed a catching or "shucking" feeling. X-rays demonstrated the problem which had developed in the constrained cup. It appeared that the inner metal cup head rotated into an inferior position and that the head was rubbing on the remaining polyethlene in the cup. In 2001, revision of pt's acetabular prosthesis, chaning this to a 64.0mm osteonics shell with four titanium screws and a 64.0mm posterior stabilized constrained cup. Rptr continued to use a 28.mm long plus femoral head. Changed the shell as well as the constrained cup.